Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 700mg/dl due to pneumonia. Customer indicated that their doctor has been contacted and their blood glucose value was 130 mg/dl at the time of the call. Customer declined further high blood glucose troubleshooting and indicated that they would call back later.